Manufacturer narrative:
The needle was returned for investigative analysis. Manufacturing records were reviewed and no deviations wer noted. The needle was inspected and subjected to performance testing. The customer complaint was confirmed as the needle failed performance testing. The needle was dissected and the vacuum sleeve insulation was tested; ice formed immediately indicating vacuum insulation loss. The sleeve was viewed under a microscope and spots that may be classified as corrosive pits were seen on the vacuum sleeve. The sleeve was then subjected to a leak test and no leaks were found. The cause of the vacuum loss was not determined.

Event description:
Initial report: during system/needle testing one icerod cx needle, lot no. B6211-003, had no frost on handle and formed little to no ice. A new needle was taken from fortec's stock and tested fine. Case was completed with no injury to the patient. Needle will be returned to galil for investigation. Update received 9/22/2015: there wasn't any frost on the handle during the first freeze cycle; thawed and did a second freeze and again didn't see any or very little frost on the handle and didn't see much ice on the CT image.